Event description:
It was reported that the patient presented to the hospital. Upon review, the right ventricular lead exhibited high pacing impedance. No intervention was performed. The patient condition was stable.